Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged elevated blood glucose while using the ilet, with device-reported glucose up to 364 mg/dl and a meter value of 281 mg/dl over approximately five hours; the user attributed the event to food choices, and no backup therapy, ketone testing, or medical intervention occurred. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and no medical assistance. Troubleshooting and education were completed, including counseling that higher glucose requires more insulin delivery by the ilet and that any manual insulin taken off-system should be accompanied by disconnecting from the ilet for 2 to 2.5 hours. Investigation included complaint review and user interview. Investigation of this case revealed no device alarms and no evidence of device malfunction. It was concluded that hyperglycemia occurred with cause unclear, with user factors such as dietary intake considered. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.